Event description:
On july 2nd, 2025, the armenian distributor called on remote support for a monitor reboot (pso-4000, sn: (B)(6)).

Manufacturer narrative:
Delivery to armenia the 10/16/2025. No servicing between the delivery and the incident.remote assistance and problem solve by the distributor.

Manufacturer narrative:
Initial: details of this case have been requested.

Event description:
On (B)(6) 2025, (B)(4) distributor called on remote support for a monitor reboot (pso-4000, sn: (B)(6).